Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was involved within a system that was not pacing when required. The patient was pacemaker dependent. The system was revised and this product was surgically capped and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned and analyzed. The insulation was ripped apart, the were coils extremely stretched and the anode coil was fractured. Lead failed continuity test due to induced fracture in anode coil at tip area of lead. The clinical observation was unable to be duplicated and was not believed to be related to the damage found on the lead, as this was induced during the explant procedure.